Event description:
The device is used in the transendoscopic delivery of the given pillcam sb video capsule to the stomach or duodenum in pts who are either unable to swallow the video capsule, or unable to pass the video capsule beyond the pylorus in sufficient time to complete the desired diagnostic eval. On (B)(4) 2013, us endoscopy received a medwatch report stating the following: during egd/gi and colonoscopy procedure, the capsule delivery device and pill was prepared correctly and placed into the pt. When the nurse tried to deploy the capsule delivery device, the gi pill would not detach from the delivery device. All equipment was taken out of the pt and steps were repeated. The second attempt with a new capsule failed as well.

Manufacturer narrative:
The actual devices involved were returned to us endoscopy for further investigation. The engineering dept first conducted a visual exam of the devices. The device had no visible signs of misuse or any other abnormalities. The engineering dept then conducted functional testing of the devices. A capsule cup was screwed onto the distal ends of the devices and pill cams were inserted. The handles were engaged and in both cases the pill cam was deployed out of the capsule cup. The devices were then coiled three times to simulate a tortuous condition the device could be involved in a procedure. Again the pill cams were successfully deployed. In good faith effort us endoscopy has attempted to contact the customer on several occasions to try and gain further details and understanding regarding the incident. To date us endoscopy has not received any additional info. Review of the lot history records indicate no problems in the mfg of these devices.